Manufacturer narrative:
Based on the claim against the product by the customer noting the large hem-o-lok clip applier failed to clamp, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding the large hem-o-lok clip applier failing to clamp was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additionally, the instrument was found to have a grip cable dislodged at the proximal end. Moreover, the instrument¿s housing was removed, and the flush tube guide was found to be dislodged. The instrument was found to have multiple cracked input disks. Hairline cracks were found on grip input disks. The instrument was found to have dried residue on the clamping pulleys.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier had applied several clips already, but then it failed to clamp. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no injury or harm to the patient. The instrument was inspected prior to use. The surgeon had already applied several clips and then it would not completely clamp the clip.